Event description:
It was reported that the patient experienced difficulty in charging the implantable pulse generator (ipg) due to ipg migration. The patient underwent a procedure where the physician anchored the ipg so that it was parallel to the surface of the skin. The patient was doing well postoperatively, and the ipg remains implanted.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.